Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d4, d6b, h4, h6, and h11. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to the patient's dissatisfaction with the chosen refractive target.